Event description:
It was reported that 2 bd ultra-fine pen needles experienced an outer cover that was unable to attach to remove needle from pen. The following information was provided by the initial reporter: the patient's report is that the outer cover was loose.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1006176. D.4. Medical device expiration date: 12/31/2025. H.4. Device manufacture date: 1/6/2021. H.6. Investigation: one open 32g x 4mm pen needle sample attached to an insulin pen was returned along with four photos from lot. No. 1006176, cat. No. 320559. Visual examination and an attachment/detachment of the pen needle sample to/from the pen was carried out and a loose cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The most likely cause of this issue is due to misalignment between the hub and the cover during the assembly process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine pen needles experienced an outer cover that was unable to attach to remove needle from pen. The following information was provided by the initial reporter: the patient's report is that the outer cover was loose.